Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Two days after the date of onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every fifth day, discontinued, route not reported) and amikacin injection (500 mg, every three days, discontinued, route not reported) for peritonitis. The patient was discharged 13 days after hospital admission. At the time of this report, the patient has recovered from the event. Nine days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis twice a week. No additional information is available.